Event description:
This complaint was received from the clinical study: approximately four months post index procedure, due to worsened aneurysm of the aorta, the entire aortic arch was replaced on the pt. Thirteen months later, the pt expired. The pt was found deceased at her home. An autopsy was not performed. Physician's comment: because the pt was followed up at a different hosp, there was no detailed info obtained such as the date and cause of death. The index procedure was an elective case. The target lesion was the distal rca. The vessel was a de novo, eccentric and tubular lesion. The vessel was moderately flexed proximal to the target lesion. The diameter of the vessel was 3.05 mm and the lesion length was 15.55mm. Pre-procedure stenosis was 79 percent. Lesion classification was type b2. Brachial approach was chosen for the procedure. Pre-dilation was conducted with a 3.5x20mm balloon at 8 atms; inflation time is unk. A 3.5x23mm cypher des was implanted at 20atms for 16-30 seconds. Post-dilation was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 2%. Ivus was conducted. The procedure was completed satisfactorily. Two months after the aortic arch replacement, the pt visited the hospital and there was no abnormality observed.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.